Manufacturer narrative:
Exact date unknown, event occurred approximately (B)(6) 2021.

Event description:
It was reported that the patients ipg had to be charged frequently and for longer periods of time. It was also noted that the patient had difficulty communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was kept by the medical facility.